Event description:
It was reported that there was difficulty inserting the lead into the extension during a stage 1 trial. The reporter stated that the fourth contact of the extension appeared to be machined differently. The lead would not insert or pass the fourth contact connection. Another lead kit was opened for another extension and this connected properly. Two days later, it was reported that the extension was never implanted and another extension was used. Three weeks later, it was reported that the patient had 50 percent or greater improvement during the trial and went on to the full implant. A follow-up report will be made if additional information becomes available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4): analysis of the extension found that the distal end connector was twisted in the molded rubber. The #3 connector block was twisted in the molded rubber.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the lead would not insert into the extension. It looked like the last screw in the "housing machine" was "wrong". The extension was never used in the patient. There was no patient injury.